Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient was in an accident and is feeling pain where the stimulator was implanted. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.